Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air. During a pulse field ablation (pfa) procedure to treat atypical flutter a faradrive sheath was used. When the farawave catheter was being inserted into the sheath it was not possible to withdraw all the air from the sheath despite flushing and aspiration. Air bubbles were seen in the flush line and the aspiration syringe while drawing the plunger back. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.